Event description:
It was reported that during an arthroscopic procedure, using a quantum 2 system, the system displayed an error code when it was turned on and then alarmed. The surgeon opted to complete the procedure using a competitor's device instead. There was no significant delays or pt complications reported as a result of this event.